Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
(B)(4). During patient treatment a "head error" occurred. No negative influences to the patient were reported.

Manufacturer narrative:
The unit has been investigated by a maquet service technician: the service technician could not duplicate customer complaint. Unit was operated for 24 hours at various rpm settings without issue. Replaced pm parts are required. Pm, functional test and safety check as per the service manual. All tests passed. A supplemental medwatch will be submitted if new information is received.

Event description:
(B)(4).